Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for spinal pain. It was reported that the patient had an infection in the pump pocket that started with a sore on his head. The patient was in the hospital for the infection on either sunday or monday, but it was unknown when the original infection started. It was noted everything looked good with the pump until the past week. The patient was given intravenous antibiotics and the entire system was explanted. There was no allegation against the device sterility. The patient was now on a continued dose of antibiotics. No further complications were reported or anticipated.